Event description:
Covidien received info of a ventilator with a blank display. It is unk if the malfunction occurred during patient use. The investigation is still in process.

Manufacturer narrative:
(B)(4).